Event description:
The patient reported problems with their stomach pulsing. The following physician confirmed the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead's pacing vector was adjusted to resolve the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.